Event description:
During a low anterior resection the surgeon pushed the pin forward on the tl60 and was about to fire the stapler on the rectum when he moved the device to a different location. The locking lever was noticed to be off and the stapler had practically fired. The device was reloaded to complete the case. There was no consequence to the pt.